Event description:
The patient was implanted with a mentor saline-filled mammary prosthesis. In (B)(6) 2012, according to the patient's attorney, the patient experienced a deflation. The device remains implanted. No other information is available.